Event description:
Device 3 of 3. Reference MFR report: 3008829311-2017-00903, reference MFR report: 3008829311-2017-00904. It was reported the patient never had effective stimulation. Reportedly, the leads were not positioned correctly. The patient¿s system was explanted.